Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface (ui) pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer. (B)(4).

Event description:
The customer contacted physio-control to report that the display on their display is white and it will not enter service mode. A white screen is indicative of an incomplete boot-up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.